Event description:
The alarm is unusable as is. Inserted batteries and plugged in sensor and the alarm shakes gently and gets hot. I was holding it trying to figure out why it's vibrating. I removed the sensor and shaking stopped. Reinserted the sensor and shaking started. I tried to call the MFR with the sensor connected and to my surprise, the device got warmer and warmer until it was not possible to hold it in my hands. For my safety, I removed the sensor and repeated the same with different batteries. Same thing all over again. The issue is not with batteries, but with the device itself. Too hot to operate safely. FDA safety report ID# (B)(4).